Manufacturer narrative:
Physio-control has attempted to contact the customer and third party service agent several times for additional information regarding the device repair, but has been unsuccessful in retrieving any information. The status of the device and device repair is unknown. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): a contracted service agent evaluated the device and verified the reported failure. The device will not be returned to physio-control for evaluation.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with ac or dc power. It was also reported that the device had logged multiple event codes as well. There was no patient use reported to have been associated with the reported failure.